Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Following two hours of utilization with the intellamap orion¿ catheter the catheter became stuck in the non-bsc deflectable sheath. The sheath and catheter were removed together. The procedure was completed with a non-bsc mapping catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - the device has catheter shaft tubing ripped, exposing wires. There are 3 kinks located 90, 92, and 93.5 cms from the distal section while the device is in the neutral position. Insertion and withdrawal test passed, no resistance. The device dimensional measurements are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Following two hours of utilization with the intellamap orion¿ catheter the catheter became stuck in the non-bsc deflectable sheath. The sheath and catheter were removed together. The procedure was completed with a non-bsc mapping catheter. No patient complications were reported.